Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a egd (esophagogastroduodenoscopy) of the stomach, performed on (B)(6), 2009. According to the complainant, during the procedure, one prong on the clip bent and the clip was unable to grasp onto any tissue and the clip fell inside the patient. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).